Event description:
It was reported a spectrum pump had an inoperable keypad. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed all keys to be intermittently working except the second soft key. This issue was caused by a failed keypad. This failure mode does not provide any user opportunities for navigation, to program delivery parameters nor start an infusion. The failed keypad was replaced.